Event description:
Neuronetics received a patient reported medwatch (mw5112585) alleging worsening anxiety and migraines after completing six (6) tms treatment sessions (6 on the left side and 2 on the right side).

Manufacturer narrative:
The medwatch reporter did not share their name or contact information and therefore neuronetics was unable to confirm that a neurostar device was used to treat the patient. Furthermore without information from the patient and/or provider important data related to comorbidities and concomitant medication was unavailable to fully investigate the event.